Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited an increase is rate/sense impedance from approximately 500 ohms at implant to approximately 2000 ohms. All egrams are free from noise.